Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on the precision xtra blood glucose meter. Customer reported receiving readings of "hi" and 60 mg/dl within 10minutes. A "hi" reading is greater than 500 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report death, serious injury or mistreatment associated with this event.